Event description:
The following was reported to hamilton medical ag: summary: fan failure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective fan. Correction: replaced fan.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective fan. Correction: replaced fan. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: fan failure.